Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the cause of the implant being off was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their implant wasn't working because they were leaking all over the place, but when they increased stimulation they would get shooting pain, so they couldn¿t increase the stimulation. It was reviewed that patient services could help the patient change the program, but which program to change to was under the healthcare provider's discretion. Patient reported they knew that and was waiting to hear back from the manufacturer representative. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the cause of the implant not working was that the implant was off. The rep reported they had the patient turn their stimulation back on to resolve the implant not working, the physician checked the incision, and the shooting pain went away over time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.